Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a motor error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive keypad. The motor was tested outside of the device and passed. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.